Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose reading from the insulin pump. The customer's blood glucose reading was 600+ mg/dl. The customer stated that she went to sleep and her pump read low reservoir. The customer changed her set, and the pump still read over 600 mg/dl. The customer was feeling tired during the time of the incident. The customer was advised to change the entire set, reservoir and insulin and to treat per health care provider's instructions. The customer was advised to call back to troubleshoot.